Event description:
Patient with a bicompartmental knee implant reported pain and is being assessed for potential tibial tray subsidence. Revision surgery may be planned.

Manufacturer narrative:
Patient with a bicompartmental knee implant reported pain and is being assessed for potential tibial tray subsidence. Revision surgery may be planned. Review of the device history record indicates that the device was manufactured to specification.